Event description:
It was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was completed as planned. It was reported to philips that geometry movements were unavailable; the motor on top of the ceiling was fluttering and making loud noises. Upon troubleshooting the philips field service engineer (fse) checked the system onsite and found intermittent rapid clicking noises in the frontal carriage assembly. To resolve the issue, fse replaced and programmed the spc3 module in the carriage assembly, performed calibrations for longitudinal and z1 positions and currents and table iso and rail positions were calibrated. After replacement the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported system could not emit x ray issue did not impact on the completion of the procedure. The procedure was completed as planned on the same system, with no impact on completion of procedure, patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.